Manufacturer narrative:
A ge service rep performed an on site investigation. The general purpose operating system (gpos) and the real time operating sytem (rtos) were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with this complaint.